Event description:
It was reported that during a laparoscopic cholecystectomy procedure, photos and a video that will be returned for analysis. It is unknown how the case was completed. No patient consequences were reported. No other details are available.

Manufacturer narrative:
(B)(4). Did the devices form malformed clips? Yes. Did any clips fall into the patient? No, they were removed by md once noted they were not shaped correctly and did not close together. How was the patient impacted? We had to open a 2nd clip applier which did the same, so we then opened a 5mm clip applier. How did the device not work as intended? The clips did not occlude the cystic duct or the artery. How was the procedure completed? We opened the 5mm clip applier to complete the case. Which firing of the devices did this event occur on? Multiple fires and (2) devices with different lot numbers. What vessel or structure were the devices fired on at the time of the event? Cystic artery and duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Were the devices fired after this incident in or out of the patient? They were also fired outside the patient to look at the shape of the clip. The clips did not meet together and there was a gap at the top. Almost looked like an old fashioned wooden clothes pin.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92049, expiration date: 07/2017, manufacturing date: 08/2012.